Event description:
The gdc embolization was performed to a-com aneurysm. The aneurysm size was 10mmx8mm. 8coils were deployed successfully. When the 9th coil was approached, excelsior sl-10 was came off from the aneurysm. The catheter was re-shaped and it was inserted, and the coil was annulled. Then, when the 10th coil (this coil) was approached, the resistance occurred in the catheter. Therefore, physician confirmed it under fluoroscopy, and he found the coil was detached even though this coil hadn't been turned on electricity yet. This premature detached coil could be pulled out with excelsior sl-10. Then, new excelsior sl-10 was used and 3 coils were deployed.